Manufacturer narrative:
User facility mandatory medwatch was received on (B)(4) 2010. The report number is (B)(4). The device is expected to be returned for investigation. It has not yet been received. This report represents all the info known by the reporter upon query by hospira personnel. (B)(4).

Event description:
User facility mandatory medwatch received that stated: "wiv pump delivering phenylephrine malfunctioned with a #321 error interrupting drug delivery. Pump was taken out of service and a different pump is in use." Add'l info has been requested from the customer contact including, specific event details, pt info, if any medical interventions were required, and specific pump programming. A response has not yet been received. Hospira is continuing to investigate.